Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer felt that the insulin pump has been over delivering insulin during the night. The customer stated that she has also lost a lot of weight, and has been waking up with blood glucose levels in the range of 40-50 mg/dl. The customer had not made any changes to the insulin pump settings, but she stated that her nurse has. The customer's blood glucose at the time of the call was 43 mg/dl, and was treated. Troubleshooting was performed, and found that the drive support cap was flush. The customer stated that she has not pressed on the cap while being connected. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.